Event description:
It was reported that elevating pacing threshold and impedance were noted on this lead approx. 98 months after the implantation. The associated ICD was deactivated and the lead remains implanted at this time. No adverse patient events were reported. Should additional information be received, this file will be updated.

Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In spite of the available data, no conclusion can be drawn regarding the root cause of the reported raising pacing impedance and threshold. An analysis of the lead itself would be necessary to determine the root cause. Should additional information or the device itself become available for analysis, the investigation will be updated.